Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reported issue could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined and the device was not returned for evaluation, three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a e103 ignition error. The customer replaced the bulb and reset the counter, but still got the same error code. It is unknown when the issue occurred. There were no reports of patient harm.